Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and one (1) battery (B)(6) were not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with (B)(6) revealed seven (7) power disconnect alarms involving (B)(6) logged between (B)(6) 2024 at 0 3:06:13 and (B)(6) 2024 at 22:10:34. During the power disconnect alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. Review of (B)(6)'s event log file also revealed a controller power-up event, with an associated motor start event, logged on 06/jan/2024 at 22:11:27. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 33% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 24% rsoc. The data point recorded after the loss of power revealed that bat977350 was connected to power port one (1) and (B)(6) was connected to power port two (2). Of note, a power disconnect alarm involving (B)(6) was observed leading up to the loss of power. When a cell pair depletes below the voltage threshold, the battery will not provide power until the voltage has recovered to a level above the threshold. The controller was without power for 12 seconds. Review of (B)(6)'s alarm log file also revealed a controller fault alarm logged on (B)(6) 2024 at 22:51:56, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller had been in use for more than two (2) years. A vad disconnect alarm was logged on (B)(6) 2024 at 22:57:36, likely due to a physical disconnection of the driveline from the controller during the reported controller exchange. Review of (B)(6)'s event log file revealed that (B)(6) was powered up during the controller exchange on 07/jan/2024 at 00:34:49, and a vad disconnect alarm was subsequently logged at 00:34:55, indicating that the controller was powered up without the driveline connected. The vad disconnect alarm cleared at 00:36:10, indicating that the driveline was connected to (B)(6), after which the pump started successfully. Review of the controller log files associated with (B)(6) revealed an additional power disconnect alarm involving (B)(6) logged on (B)(6) 2024 at 11:54:00, in which a saw value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered. Possible root causes of the cell-under-voltage condition and resulting power disconnect alarms can be attributed, but not limited, to a welding defect, a faulty internal cell pair, and/or a soldering defect. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources, and/or a faulty battery connected as the only power source. CAPA pr00551638 is investigating controller losses of power. Possible root causes of the controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: bat580610 h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited both a controller fault alarm due to a depleted internal battery, and an unexpected loss of power. It was also reported that the battery exhibited several power disconnect alarms. The controller was exchanged and the battery will be removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-may-2018 / serial#: (B)(6). UDI:(B)(4). D9: no. H3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 31-may-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.